Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot number: unknown; additional lot expiration date: unknown. Additional lot manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9022912. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us clogged during injection. The following information was provided by the initial reporter: "issue(s): found needles that clogged during injection. Lot #: 9022912. Lot # unknown. Item #: 320550. Date of event: unknown. Consumer calling finding not all pen needles but some within this box and prior box that clog during injection. Consumer does not always prime the needles. Advised consumer to do so and informed of non patient end placement onto pen. Consumer does not reuse her pen needles. Discard."